Manufacturer narrative:
Concomitant medical products: 694765 lead implanted (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead undersensing was noted on the current electrograms (egm). The lead is still in use. No patient complications have been reported as a result of this event.